Event description:
Reported by the complainant as follows: because of the leakage of the urostomy pouches with tap the end-user used to put an extra poly bag around the urostomy pouch since about (B) (6). Sunday night ((B) (6) 2010), the end-user was admitted to a hospital because of "renal infection". End-user is still in hospital, no further information available. The husband utters, he thinks the infection was caused by the leaking convatec urostomy pouches respectively by this necessary handling mentioned above to keep the end-user dry.

Manufacturer narrative:
(B) (4).